Event description:
During a replacement procedure due to normal elective replacement indicator (eri), diagnostic imaging was performed and externalized conductors were alleged on the right ventricular (rv) lead. X-ray images were sent to technical support and externalized conductors were able to be confirmed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Based on the review of the x-ray views provided to (B)(6), the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to (B)(6) for analysis.